Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported during the site visit by bd representative that the nurse stated that on the bd alaris syringe module, "after inserting a syringe, there is only approximately 30 seconds before the pump alarms- you should be able to hit "silence" and you can't. There was patient involvement but impact was unknown.